Event description:
Device report received from synthes (B)(4) reports an event in the (B)(6) as follows: facility reported that two batteries were placed in a universal battery charger. One battery did not work and one battery melted slightly. This report is 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested. Placeholder.